Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module alarmed air-in-line in situations where there were visible air in the IV tubing. The customer also reported that the device alarmed air-in-line also for scenarios where there's no visible air in the IV tubing. This was reported to bd representatives during site visit and reviewed best practices for reducing air-in-line alarms, identifying the location of air-in-line detector, and correct IV set loading. There was patient involvement but no harm.